Manufacturer narrative:
A review of the related device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. No sample has been returned for evaluation for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the device history record indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutting was not working during a vitrectomy procedure. The condition of aspiration was unknown. The surgeon used another probe and finished the procedure. Additional information and product sample have been requested.